Event description:
(B)(4). The provider states the left wheel is warped/bent. He states he just delivered it to an end user and the end user noticed it was bent/warped out of the box from order number (B)(4).